Event description:
The customer reports: it was noted that the patient did have calcified arteries. The inserter was using ultrasound guidance during insertion. The inserter received flash and threaded the guidewire successfully. He then threaded the catheter over the wire successfully. When he attempted to remove the guidewire and needle through the catheter, there was resistance and so the inserter advanced the guidewire and needle through the catheter. The catheter sheered and all components were removed. The anesthesia tech in the room stated that there was calcified plaque on the needle, which is available for return.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing a radial arterial catheter assembly for evaluation. The assembly contained obvious signs of use in the form of biological material. Visual examination revealed the guide wire was slightly kinked and the catheter extrusion was separated. The guide wire kink was likely due to the resistance experienced when inserting. The separated catheter was caught at the tip of the needle bevel, indicating that the contact with the needle caused the separation. The catheter was severely kinked and deformed over the guide wire. The catheter could not be removed from the needle/guide wire; therefore, no measurements could be obtained. The catheter hub was able to slide down the needle bevel with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of catheter separation was confirmed by complaint investigation of the returned sample. The catheter was caught at the tip of the needle bevel, indicating that the needle sheered the catheter. A device history record review was performed with no relevant findings. Based on the sample provided and the customer report, "when he attempted to remove the guidewire and needle through the catheter, there was resistance and so he re-advanced the guidewire and needle through the catheter. The catheter sheered and all components were removed," intentional user error (not per IFU) caused or contributed to this event. The IFU provided with this kit states, "do not reinsert needle into catheter to minimize risk of catheter damage." An in-service request has been initiated to further educate this customer.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: it was noted that the patient did have calcified arteries. The inserter was using ultrasound guidance during insertion. The inserter received flash and threaded the guidewire successfully. He then threaded the catheter over the wire successfully. When he attempted to remove the guidewire and needle through the catheter, there was resistance and so the inserter advanced the guidewire and needle through the catheter. The catheter sheered and all components were removed. The anesthesia tech in the room stated that there was calcified plaque on the needle, which is available for return.